Event description:
It was reported that a quincke spinal needle was found in the box of whitacre set 25ga 3.50 in for india spinal needles before use. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "in the box of whitacare pencil point spinal needle there was quincke spinal needle".

Manufacturer narrative:
Investigation: one photo was provided to our quality team for investigation. The pictures received displays two packages from lot 1807004, item 405129, the product inside the packages is noted to be from lot 1806010, item 405120. Based on the photo, we are able to verify the reported failure. Retained samples of each item and lot number were inspected and all product within the packages was correct . A device history review for reported lot 1807004 did not reveal any annotations or non-conformance's during the manufacturing process related to this issue. Both lot 1806010 and 1807004 were manufactured and sent for sterilization during separate months, never being housed within the facility during the same time. Product undergoes visual inspections prior to release, including verifying the proper product and quantity is within each package. All inspections for these lots were completed according to procedure, no annotations were noted related to the reported incident. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a quincke spinal needle was found in the box of whitacre set 25 ga 3.50 in for (B)(4) spinal needles before use. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "in the box of whitacare pencil point spinal needle there was quincke spinal needle".